Event description:
It was reported that during a sleeve gastrectomy, only one row of staples deployed. The surgeon continued to use the device after the misfire with other reloads and the device worked fine. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the missing row of staples, was this on the patient side or remnant side? On which firing did the event occur? What color cartridges were used before (if applicable) and after the event? Was buttressing material used? Was there any bleeding? If yes how much blood was loss (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Response from the account (debbie r): I have sent this onto sarah d . I do not have any of this information you will need to go through her. Thank you.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the missing row of staples, was this on the patient side or remnant side? Patient side on which firing did the event occur? 3rd green load = 4th firing total what color cartridges were used before (if applicable) and after the event? One black load, two green loads was buttressing material used? Yes, seamguard was there any bleeding? If yes how much blood was loss (ml)? No excess bleeding (no more than usual) did the patient require a blood transfusion? If yes, how many units were given? No the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially dislodged at left side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.